Event description:
It was reported that the internal packaging was not sealed and therefore, not sterile. The sample was not used.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of rewk0328 showed no other similar product complaint(s) from this lot number.